Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and the device tested normally. The reported issue was not confirmed during evaluation. No action is taken.

Event description:
It was reported that the device had false downstream occlusion alarms. Per reporter, the event occurred at the hospital immediately on use. There was reported patient involvement, but no patient harm/adverse event was alleged.